Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient had an impella cp implant and during the implant, the patient had very tortuous stent grafts. Once access was obtained, there was extreme angle and bending at the iliac. The sheath kinked. The staff used a 14 french cook sheath that also kinked. A16 french cook was used and there was bending but the device was able to be delivered. The patient survived.

Manufacturer narrative:
The investigation for the product kink and introducer damage has been completed. No product was returned for analysis. Clinical mentioned patient had severe triple vessel disease and severe iliac disease with very tortuous anatomy. Impella 14f 25cm sheath kinked and pump was unable to be passed. The root cause of the product damage (sheath kink) was most likely patient condition related as evidenced by damage occurring while manipulating through difficult patient anatomy - clinical mention of severe iliac disease with very tortuous anatomy. The root cause of the introducer damage (mechanical) was most likely due to a sheath kink as evidenced by clinical information of sheath kink occurring while manipulating through difficult patient anatomy - clinical mention of severe iliac disease with very tortuous anatomy.